Manufacturer narrative:
H3 device evaluation: the device was returned with a shell failure, the cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured below astm standards for ultimate elongation and above astm standards for ultimate break force.

Event description:
Bilateral silent rupture left side.